Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced six infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10459. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008973, in question was manufactured at the reynosa site. Review of the device history record (DHR) review: the lot 6008973 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 7, on 27/aug/2024, with a total of (B)(4) units. Review of the review of the device history record (DHR) showed that a non-conformance nc 2000509 was opened during the sterilization processes actions were required. The sub-assembly, gluing of tubing of the lot 4h03166 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 27/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h03167 was manufactured according to the wi version 65 and manufactured in the machine sc01, on 26/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.